Event description:
Boston scientific crm received information that this atrial lead was exhibiting impedance measurements greater than 2000 ohms and noise was observed. A revision procedure was performed and it was revealed that the lead had been twiddled out of position. The lead was removed from service and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.